Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient had their 45-day follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed that the closure device was well seated with no peri-device leak, but there was a device related thrombus noted on the surface of the device, confirmed by computed tomography (CT) angiography. The patient was put on eliquis for 3 months and aspirin 325 mg daily was continued. Three months later the patient came in for a CT scan that showed the thrombus had resolved and eliquis was discontinued. One month later the patient returned for a repeat tee, which now showed a recurrent device related thrombus.

Manufacturer narrative:
Abstract reference: nand, n. Et al. "Early recurrence following resolution of a watchman device related thrombus" circulation. 2022; 146: a14098.